Manufacturer narrative:
Additional narrative: based on x-ray review it can be confirmed that the tfna blade had been cut out. Based on this the complaint was rated as confirmed. Root cause could not be defined as the product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Part 04.038.295s, lot 9940656: release to warehouse date: december 02, 2015. Expiration date: november 01, 2025. Manufacturing site: (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 95 mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported devices were used in the primary surgery for the femoral trochanteric fracture on the (B)(6) 2016; no delay in the primary surgery was reported. It was confirmed on (B)(6) 2017, five months after the primary surgery, that the tfna blade had migrated. According to the surgeon¿s opinion, the event occurred because the bone tissue might have been unbearable to the sliding motion postoperatively, rather than mechanical/technical issued. The removal surgery for all the implants occurred on (B)(6) 2017. The patient was revised with a prosthetic femoral head in the removal surgery. The revision surgery was successfully completed. Concomitant devices: tfna fem nail ø11 130° l170 timo15 (part 04.037.142s, lot h025925, quantity 1); tfna end cap extens. 0 tan (part 04.038.000s, lot 9943463, quantity 1); lockscr ø5 l28 f/nails tan light green (part 04.005.518s, lot 9796654, quantity 1). This is report 1 of 1 for (B)(4).